Event description:
During a ptca/stenting treatment procedure, the express2 stent dislodged. The physcian experienced crossing a predilated lad lesion. Upon removal of the system, the stent snagged on plaque and dislodged in the lad. Due to the position of the stent in the coronary anatomy, they were unable to retrieve the stent. The was taken for elective coronary bypass and removal of the stent from the lad. Pt status is reported as "okay."